Event description:
The device was used during a thoracotomy procedure. Reportedly, the staples did not form properly. The surgeon applied another device complete the procedure. The hospital has reported no patient injury occurred.